Event description:
A volume discrepancy was reported. The expected reservoir volume was approximately 2 mls; the actual reservoir volume was 16 mls. The pump rotor did not move during a rotor study (date of study not reported). No pt symptoms were reported. Pump replacement was planned. The type of medication, concentration, and daily dose being administered via the pump were not reported; MFR's device tracking system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.